Event description:
It was reported the patient had coupling and communication issues with the recharger and implantable neurostimulator (ins). Antenna locate feature was used, but the patient was not able to get successful communication. The patient had reportedly charged the week prior. The patient had no stimulation sensation, and was not able to get stimulation with her programmer. This had started in the prior "couple of weeks." The stimulation "stopped on it's own," and was "not sure why it was not working." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).